Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization visit to have bg levels read and the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that their personal diabetes manager (pdm) was not reading accurately. The patient had a reading from the pdm of 37 mg/dl this am. The patient's mother took the patient to hospital and had their blood glucose levels tested. The meter at the hospital read a bg of 64 mg/dl. The patient's mother sated that the meter on the pdm may not be working correctly.